Event description:
Reporter alleged obtaining a discrepant back to back blood glucose results of 492 mg/dl, hi (greater than 600 mg/dl) and 137 mg/dl when all tests were performed within 10 minutes while possibly using 2 vials of the same lot in the advantage system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.